Event description:
It was reported that while placing the package containing the segura hemi basket on the shelf, it was noted that "the corner of the package was ripped and the sterility [of the device had] been compromised". The device was not used during a procedure.